Event description:
Procedure type: esophagus. According to the reporter: the jaws of the device jammed on the tissue. The device was removed by force. This resulted in a longer hospitalization time with suspicion of a perforated esophagus.

Manufacturer narrative:
(B)(4).